Manufacturer narrative:
(B)(6). A manufacturing / device evaluation was performed ¿ received 1 article of protection sleeve 12/8 l188, 03.010.063, for manufacturing investigation. The instrument has visible scratches and hammer marks. The tip of the protection sleeve is deformed. Due to the deformation at the tip the inner diameter decreased (according manufacturing investigation). According to DHR the inner diameter was tested at a 100% final inspection step. The documented test results are within specification. Therefore, the damaged was caused after production. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The detected visible scratches and hammer marks led to the conclusion that heavily applied force was used by extracting the protection sleeve and caused the damages. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location:(B)(4), manufacturing date:8th june 2011, art 03.010.063 / lot 3767977, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by the reporter. Additional product code ¿ fsm. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for the femoral diaphyseal fracture took place on (B)(6) 2015. During the procedure, the reported protection sleeve was difficult to function. After the surgeon inserted the intramedullary nail, the distal side was screwed and fixed with backstroke technique first. The surgeon then commenced to fix the proximal side. The screw was inserted into the dynamic hole first, the surgeon then tried to extract the protection sleeve. However, the sleeve was stuck and could not be withdrawn. The surgeon inspected and discovered that the sleeve was stuck at the screw head. The surgeon was able to withdraw the sleeve only after the screw was extracted. The screw was eventually inserted without the sleeve. The surgery was successfully completed but a 30-minutes delay was reported. No adverse consequences were reported. This is report 1 of 2 for (B)(4).